Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. A third new cartridge was loaded resolving the issue. Additionally, it was reported that a cartridge leaked. A cartridge change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.